Event description:
It was reported that the user applied a dexcom g7 sensor, received a sensor failed alert later that day, and pairing then failed, prompting manual blood glucose entry; the user had a prior sensor fall off and had no backup sensors, so the agent transferred the user to dexcom for support. Symptoms included loss of cgm data availability and dosing interruption warnings. Outcomes included interruption of automated dosing and the need for user-initiated glucose entry. Investigation included customer interview, troubleshooting of cgm pairing and signal, and education on steps to re-pair and continue therapy. Investigation of this case revealed recurrent cgm signal loss and unsuccessful pairing following sensor failure. It was concluded that the event was attributable to cgm sensor failure and connectivity issues, with the ilet functioning as designed when cgm data were unavailable.